Event description:
It was reported by hvt sales representative that a 2800, 23mm valve was explanted due to severe aortic stenosis. The valve was replaced by a 3000tfx, 21mm. Also, a 4500 tricuspid ring, size 38mm was implanted. No additional information is available at this time. Per ipr information, duration of implant was 99 months.

Manufacturer narrative:
Evaluation summary: "heavy calcification is evident in the cusp area of leaflet 1. Moderate to heavy calcification is detected in the cusp area of leaflets 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth is detected at the tissue inflow. It encroached onto the tissue and into the orifice by 3mm. The x-ray demonstrates calcification."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.